Event description:
New information received notes that both leads failed to capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17728. It was reported that the patient's right ventricular and atrial leads were capped and replaced on (B)(6) 2021 due to an unspecified issue. The patient's condition was unknown. Additional information was requested but not yet received.

Event description:
New information received notes that both leads had malfunctioned and the subclavian vein was occluded on the left. A new right sided system was placed, but the old left sided leads were not yet capped or explanted. A lead explant and replacement was discussed but did not yet occur. The patient felt fatigue and shortness of breath due to the lead malfunctions.